Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient who noted that the stimulator was on the right side, however they had been noticing the left kidney had been vibrating and so they were in pain. The patient stated they were worried something may be wrong with the ins or that something might have moved. The patient stated they called their health care physician (hcp) and the hcp told them to call the manufacturer company. The patient stated they we're going to just follow up with their primary care physician (pcp). The patient stated that these issues started a week ago and when asked if the patient had any recent falls or trauma, the patient replied that they have had multiple falls recently, stating 9-10 weeks ago and then another fall 2 weeks ago. The patient reported they tried to lower stimulation down but that did not help and while turning the ins off helps stop the vibration, the patient stated they then wouldn¿t get any therapy relief for their symptom. The patient was redirected to follow up with their health care physician (hcp) to check on the device and for reprogramming as needed. There were no further complications reported.